Manufacturer narrative:
The technician found the head position sensor was not functioning. The technician replaced the sensor to repair the bed.

Event description:
Information received indicates the patient control for head up is not working.